Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that after the stent grafts were deployed contrast was seen filling into the aneurysm sac. The physician ballooned the aortic neck and the junction between the bifurcated stent graft and the contralateral iliac stent graft; however, the endoleak was still present. The physician elected to implant two iliac stent grafts to reline the arteries and that successfully resolved the endoleak. No additional clinical sequelae were reported.